Event description:
It was reported that the patient presented to the clinic with elevated ventricular thresholds of greater than 6 v, 0.8 ms. Ventricular capture was intermittent. The patient was not pacemaker dependent. The patient had been under- going dialysis.

Manufacturer narrative:
No medwatch form was received.